Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-9811 apollo probe tip of the probe melted, causing a broken fragment. The surgeon was unable to retrieve the fragment, which remains in the patient. The surgery was completed with a new product. The surgery was reported to have been performed under continuous irrigation. There are currently no plans for a revision surgery to remove the broken fragment. This occurred during use in an arthroscopic rotator cuff tear repair case.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex was able to determine the most likely cause of the reported failure. The most likely cause is user error, including use of the device with insufficient irrigation. Refer to dfu-0242-eor0_fmt_en apollorf® probe e. Precautions. A continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals or result in damage to the probe. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
One unpackaged ar-9811, batch 74333640, was received for evaluation. Visual inspection revealed damage to the electrode. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure is attributed to user error, including the use of the device with insufficient irrigation. Dfu reference: (B)(4) section e. Precautions, point 8: ¿a continuous flow of irrigation fluid is necessary during use of the apollo probes. Fluid flow assists in removing tissue debris and reducing the intra-joint temperature between activations. Rf probes utilized in stagnant fluid can result in heated irrigant in the joint, which can result in tissue damage inside the joint, skin burns near portals, or result in damage to the probe.¿ the complaint allegation that the electrode is damaged is confirmed. Refer to the investigation photos for visual evidence.